Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment was completed as planned normally. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. The fse found 80% free space on the system and the device was working as intended. Later the issue, reoccurred and fse recreated the image storage in that work order. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned normally without any interruption. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a low disk space error message, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.